Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. The device was extensively tested without observing any failure. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device powered off by itself during patient treatment. The device was powered back on and treatment was continued. The patient had expired. Due to the patient's condition, resuscitation was stopped at the patient's home. The paramedic reported that the reported issue did not influence the patient's outcome.